Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an unadjustable contrast. This condition had the potential to interrupt delivery. This condition was found in the central supply department during programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of an "unadjustable contrast, the contrast roller just keeps rolling" was confirmed, but not reproduced during product evaluation. The root cause was assigned to a faulty contrast control assembly. The contrast control assembly was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.